Event description:
The customer reported erroneously high sodium (na) and chloride (cl) patient results on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed that the mixing bar was bent and air bubbles in the buffer syringe. The probable cause is identified as multiple hardware. The fse replaced the buffer valve, buffer syringe and mix bar to resolve the issue. System performance was verified and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).